Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3 708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3487a-33, lot# j0454259v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported the patient fell about a year ago on their basement steps and stimulation changed since that fall. It was noted the patient also fell last winter which made it worse. The reporter stated their body had to be straight to have therapy and it hurt a lot when they walk. The reporter further stated they mainly need stimulation for their left leg. Additional information was requested, but was not available as of the date of this report.